Manufacturer narrative:
(B)(4): blood loss is labeled in instructions for use; captor valve leakage is not addressed in the instructions for use. Event is still under investigation.

Event description:
A pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair. Leakage from the valve rotator and the gap of the valve cap for both the main body and the iliac leg was confirmed when flushing at the preparation but the physician used the devices. During placement, blood kept leaking from the rotator and the gap of the valve cap. Total of 700 cc blood was leaked. Add'l treatment was not performed. The pt's condition after the procedure is unk as not provided by the reporter.